Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. On a later date, the patient developed sepsis. One week after the onset of peritonitis, the patient died. Cause of death was sepsis. It was unknown if therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in 1929. As the sample was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.